Event description:
Upon interrogation post one day implant, the device reported an increase in lead impedance. Impedance test was repeated and the value increased again. It was reported that noise was observed on the svc/can on custom egm channel while tapping on the can. The case was clinically resolved after physician opened pocket and re-tightened the setscrew. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.